Event description:
During pvc ablation, the tacticath ablation catheter would not connect to the ampere ablation generator electrically causing a delay. The physical connection on the tactisys unit was fine, but the ampere generator displayed the message "catheter not connected". The tactisys and the tactisys to ampere cable were replaced which did not resolve the issue. The catheter was able to be displayed on ensite x, and the force information was displayed and able to be reset. At this point, the catheter was replaced. The second catheter connected as expected, and the procedure was completed without any further issues. There were not any adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The device was returned due to a ¿catheter not connected¿ error message on the generator. The tip thermocouple (tct) read as an open circuit during electrical testing, consistent with the reported event. Further investigation revealed that the red tct wire was fractured near an adhesive void at the distal end of the catheter, consistent with the open circuit detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured tct wire remains unknown.